Event description:
It was reported that an asymptomatic patient presented to the clinic with episodes of noise. The patient was fitted with a life vest until the procedure could be performed. About a month later, the patient presented to the clinic after receiving an inappropriate shock due to noise. Although previous x-rays were unremarkable, externalized conductors were noted at the most recent visit. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.